Event description:
Devilbiss healthcare was notified of an incident involving a suction unit by a provider, who reported that the unit is "not suctioning." There was no report or evidence of illness, injury or medical treatment associated with the complaint. The unit was returned to devilbiss for evaluation. The root cause of the low suction condition was an umbrella check valve dislodged from the compressor cylinder and a loose manifold. Devilbiss has an active CAPA associated with umbrella valve complaints.